Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR#: 2134265-2012-03304. It was reported that during a stenting treatment procedure acute thrombosis occurred. Access was obtained via the femoral artery. The lesion being treated was located in the moderately tortuous left circumflex artery. The physician predilated the target lesion with two 2.5x20mm apex balloon catheters, a 2.5x30mm apex balloon catheter and a 3.5x40mm apex balloon catheter. The physician implanted two 2.50x24mm promus element plus stents in the target lesion, however before the patient left the procedure it was noted that one of the implanted stents had thrombus. The thrombosis was treated with 50ml bolus drip 18 ml/hr infusion of agrastaed, a dosage total of 8000 units total, and 10mg of effient. No further patient complications were reported and the patient's status is stable.